Manufacturer narrative:
Device evaluation summary: visual inspection shows no signs of any micro-bubbles embedded in the device. During the cleaning process there were no leaks observed. Reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that prior to use of these 2 bio-medicus nextgen pediatric arterial cannulae, it was reported that microbubbles were observed. The device was replaced, and surgery was prolonged for approximately 10 minutes due to the replacement. There was no patient involvement, so no adverse effect occurred. Additional info h6: updated the fdp and imf (annex f) codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e initial reporter: the initial reporter's first and last name cannot be provided due to local privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of these bio-medicus nextgen pediatric arterial cannulae, microbubbles were observed. The devices were replaced. The surgery was prolonged for approximately 10 minutes due to the replacement. There was no adverse patient effect associated with this event. Medtronic received additional information that the microbubble occurred during priming. A small air bubble was observed inside the cannulae. The bubbles were visible during the process of checking for air bubbles prior toblood delivery by flushing blood through before inserting the cannula. This event did not cause any adverse health effects to the patient. Medtronic received additional information that no leak was observed from the cannulae, or from the connection between a cannula and the connector. The cannulae were not heated or cooled prior to use. The bubbles were observed inside the cannulae near the top where the coil is wrapped.